Event description:
Synthes 12-hole sternal locking star plate became dislodged due to sternal dehiscence. During repair, it was noted that the plates were still well screwed in on both sides. It appeared that the locking pin had come out and was retrieved from the soft tissue. The synthes reps were present and confirmed that this was apparently what happened. Per their description, they had never heard of this occurring. We then proceeded to clean the wound, and to reapproximate the plates and the sternum together and placed a new pin and modified it as per their instructions.what was the original intended procedure?sternal reconstruction after lung transplant.device #1is this a laboratory device or laboratory test?no.